Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during knee arthroplasty when the surgeon was trialing the articular surface provisional between the femur and tibia, the provisional cracked. The surgeon had to recut the patient's tibia and the same size provisional was used to complete trialing. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information: the complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned tibial articular surface provisional (tasp) exhibited signs of repeated use (nicked or gouged) and was fractured on the medial side of the post. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured prior to the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during knee arthroplasty when the surgeon was trialing the articular surface provisional between the femur and tibia, the provisional cracked. The same size provisional was used to complete trialing. No adverse events were reported as a result of this malfunction.